Event description:
It was reported that externalized conductors were observed. Lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.5cm to 13.8cm from the distal tip. The silicone insulation was abraded and the rv conductors were visible. The etfe coating was intact at the same location. Another internal insulation abrasion was found at 12.0cm to 12.9cm from the distal tip. The etfe coating was intact at the same location. External insulation abrasion due to the suture sleeve impression was found at 40.1cm from the distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.